Event description:
The hcp reported the pt experienced no relief or loss of relief of spasticity. A catheter dye study was done that demonstrated a break, tear, or hole in the catheter. The hcp was "not confident pump infusing correctly." The pump and the catheter were explanted and replaced. A follow up report will be sent when additional info is received.